Event description:
It was reported that during a hemiorrhoidectomy procedure, the device fired only half of the staples. Additional sutures were used to complete the anastamosis. There was no patient consequence.